Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that a trochanteric fixation nail (tfn) will be removed from a patient due to infection and femoral non-union. The revision surgery occurred (B)(6) 2015. The surgeon removed the helical blade and locking bolt, the nail was retained and repositioned. A new helical blade and locking bolt were implanted. There was no surgery delay and patient outcome good. This is report 1 of 4 for (B)(4).